Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant did not seem to be working well. It was indicated that they spoke to their rep, and were meeting with their doctor on (B)(6) 2017. They stated that they had gone to each setting, even a setting that hurt. There were no further complications reported as a result of this event.